Manufacturer narrative:
A complaint investigation (failure analysis) was not possible as the product sample was not returned. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Investigation for cause was unable to be performed. It's possible this complaint was as a result of a defective transducer. However, without testing, it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Device identifier: (B)(4) product identifier: (B)(4). Linked to mfg report number 3006697299-2020-00050.

Event description:
This is 2 of 2 reports. A distributor reported on behalf of the customer that the c2602 excel 36khz straight handpiece had a vibration alarm occurred with test mode during inspection on (B)(6) 2020. There was no patient injury nor delay in surgery. The problem was resolved by replacing the transducer and housing.